Manufacturer narrative:
B3: event date is not known. Citation: germán a. Fortunato., et al.. Rapid-deployment valve versus conventional valves in aortic valve replacement in intermediate-risk patients. Advances in medicine and engineering interdisciplinary resea 3; 1: 2972-3833 2025. 10.32629/ameir.v3i1.3457 no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding rapid-deployment valve versus conventional valves in aortic valve replacement in intermediate-risk patients. The study population included 205 patients who were predominantly male with a mean age of 81 years old. Multiple manufacturer¿s devices were implanted in the study population; patients were implanted with a medtronic mosaic bioprosthetic valve, hancock ii bioprosthetic valve and open pivot mechanical valve. Deaths occurred in the study population; however, there was no statement e stablishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: ischemic stroke, bleeding, atrial fibrillation, atrioventricular block (av block), mediastinitis, myocardial infarction, infective endocarditis, valvular thrombosis, reoperation due to bleeding, permanent pacemaker implantation, prolonged mechanical v entilation (mv), blood transfusion and intra-aortic balloon pump therapy. No further information was provided pertaining to medtronic products.